Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. The nurse stated that there was no blood lost because the blood was returned to the pt. Pt did not experience any adverse effects. Sample has not been returned to the manufacturer.